Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was off and has been aai for years. Moreover, this lead found to have perforated. Additional information received which indicated that this rv lead was plugged into the generator that is not in used with a device aair programmed. Subsequently, the patient was scheduled for a changeout due to normal elective replacement indicator (eri), however, the physician performing the procedure was not planning to make any changes to the leads. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was off and has been aai for years. Also, this lead was reported to have caused a perforation in the past. Additional information received which indicated that this rv lead was plugged into the generator that is not in used with a device aair programmed. Subsequently, the patient was scheduled for a changeout due to normal elective replacement indicator (eri), however, the physician performing the procedure was not planning to make any changes to the leads. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information received which indicated that a pericardial window was done at the time of the perforation, however, the lead was not repositioned. A generator changed was performed recently, and the lead remains off. Patient has 1:1 conduction up to 140 with aai and left it that way. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.